Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the screw of a hybrid shell inserter fractured. The screw fractured during normal use. The surgery was completed with a second device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection identified that the threaded shaft had fractured at the root. Damage was observed at the channel of the frame. The strike plate exhibits wear and tear indicating consistent use over a potential field age of approximately 9 years and 7 months. No other issues were identified. The device history record was reviewed and no discrepancies were found. Unknown root cause however; not a manufacturing issue. Additionally, a design enhancement was made to increase the head height, eliminate the drill point and increase the shank fillet radius to reduce stress in the failure region. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.